Manufacturer narrative:
Additional information: it was reported that the sound quality and speech understanding of the patient are worsening. Some electrode channels were switched off due to no or limited benefit but the hearing did not improved. Re-implantation was scheduled, however was postponed due to other health issues. Based on currently available information, the root cause for the observed symptoms could not be identified.

Event description:
Problems of worsening of sound quality and speech perception were reported. The patient was scheduled for reimplantation on (B)(6) 2016, but due to other health problem operation was postponed. No further information has been received.

Manufacturer narrative:
Conclusion: based on in situ measurements performed on the device whilst implanted and during explant investigation, it must be assumed that the explantation was not due to a technical problem. The patient's perception was unsatisfactory; however, no technical problem could be detected. Physician's review confirmed the electrode to be in the cochlea. The mechanical damages found during investigation are very likely related to the removal surgery. A contribution of the mentioned general health problems to the decreased hearing performance is unlikely as patient has reportedly a better performance with new implant, though it cannot be excluded. This is a final report.

Event description:
Problems of worsening sound quality and speech perception were reported. The patient was re-implanted. Reportedly, the patient's hearing is better and patient is satisfied.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Problems of worsening of sound quality and speech perception were reported. Re-implantation is considered.